Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h2 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), g7, h11. Due to character limit in e1 event site name is (B)(6). It was reported that a clinician, (B)(6) (rn), contacted to report a ¿gas loss¿ alarm on a cardiosave intra-aortic balloon pump (iabp). She requested assistance to review the troubleshooting steps and discuss the alarm in detail. (B)(6) mentioned that the iab was a fiber optic (fo) model, although the balloon size was not specified. During the discussion, the alarm event and troubleshooting procedures were reviewed. (B)(6) confirmed that she had followed the on-screen ¿help¿ instructions, observed no blood in the helium tubing, verified all connections, and successfully resumed therapy using the ¿iab fill/start¿ keys without any issues. She also noted that this was the first occurrence of the alarm and that she had not previously encountered this issue while caring for a patient. No harm reported.

Event description:
It was reported that a clinician, marsie (rn), contacted to report a ¿gas loss¿ alarm on a cardiosave intra-aortic balloon pump (iabp). She requested assistance to review the troubleshooting steps and discuss the alarm in detail. Marsie mentioned that the iab was a fiber optic (fo) model, although the balloon size was not specified. During the discussion, the alarm event and troubleshooting procedures were reviewed. Marsie confirmed that she had followed the on-screen ¿help¿ instructions, observed no blood in the helium tubing, verified all connections, and successfully resumed therapy using the ¿iab fill/start¿ keys without any issues. She also noted that this was the first occurrence of the alarm and that she had not previously encountered this issue while caring for a patient. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.